Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and on the table undergoing a transesophageal echocardiography (tee) procedure when the transducer produced flashing artifacts and prompted a usacquisitionhw_40_0 error message. The procedure was continued with the same system and no equipment replacement was required to complete the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue and during visual inspection, no physical damage was observed on the articulation sleeve area. Investigation found vtgc+/-, mbusdt00+/- and vnxa traces crack and open on gastro flex #0 which could lead to system error or image problem. Electrical open was confirmed by multimeter test. A system error was reproduced but an image artifact was observed when the cable was bent. Leakage test passed at full level. The possible root cause of the issue was determined to be an electrical component (fpbc) trace micro crack. The improvements to the gastro flex trace were implemented into forward production, since march 2017, starting with serial number (B)(4) for z6ms transducers. The defective transducer returned from the customer site was manufactured prior to the corrective action. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.